Manufacturer narrative:
The investigation into this report is on-going. As add'l info is received, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no pt involvement.